Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07108; related manufacturer reference number: 2017865-2021-07109. It was reported that the atrial, right ventricle, and left ventricle leads were all dislodged. The atrial and the right ventricle leads were repositioned on (B)(6) 2021. The left ventricle lead was explanted and replaced during the same procedure on (B)(6) 2021. No patient consequences.